Event description:
Reporter reported an issue with this freestyle meter. Upon further troubleshooting, it was discovered the unit of measurement setting could be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. A f/u report will be filed if the product is returned for investigation. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.